Manufacturer narrative:
Manufacturing site: (B)(4). Single reporter exemption #e2015028. The importer report number used for this report was generated from the importer registration number, current year, and sequential number that matches the manufacturer report number. Attempts were made to gather thorough event information during complaint processing; no further information could be obtained. Although there was no reported patient harm, information regarding retrieval of the separated tip was not obtained. Either additional device was used to retrieve the fragment or the fragment was embedded to the vessel wall, it is considered patient harm. The returned microcatheter had its tip was missing. No other significant damage was found on the catheter. Tip breakage site was observed under a microscope. It revealed that the tip broke off at the border between the shaft and the tip segment; it was measured that the missing tip was approximately 5 mm long. Several circumferential cracks, demonstrating polymer breakage due to tension, were found on the outer layer of tip polymer. The underlying braids and inner polymer layer were exposed and stretched distally. The catheter lumen became narrowed suggesting that torque was applied to the catheter. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the provided information and the investigation outcome, it was presumed that torque exceeding the product's design limit was inadvertently applied to the catheter during catheter advancement in the tortuous septal perforator branch, causing damage to the tip. The tip was assumed to be separated by pulling force applied during removal. There was no indication of product deficiency. Instructions for use states: - [warnings] do not rotate this microcatheter in any situation. (Rotating this microcatheter may cause damage to the microcatheter, and may also damage the blood vessel.); - [warnings] if any resistance or something abnormal is felt when operating this microcatheter, do not continue the manipulation while the causes are unclear. If it is suspected that this microcatheter is not operating correctly, avoid excessive manipulation, and carefully remove the entire catheter system while paying full attention to avoid complications. (Continuing the manipulation while the cause of the problem is not identified may cause damages to this microcatheter and damage the blood vessel.); and, - [malfunctions and adverse effects] separation.

Event description:
It was reported that the tip of the subject microcatheter broke off in tortuous segment of septal perforator during retrograde approach to rca cto. There were no adverse impacts on the patient.